Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The volume of the leak was approximately 300 ml and was not contained within the instrument. The instrument operator was wearing gloves, a face shield, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that solenoid sl110 was continually actuated due to a corroded connector at the diluter interface board causing the leak at the probe wipe. The fse cleaned the diluter interface board resolving the leak. (B)(4).